Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the insulation resistance of the leading edge did not meet the standard value due to a broken bending section cover bond; the suction amount did not meet the standard value due to a broken channel tube; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the channel tube was not waterproof due to a breakage; the connecting tube was deformed; the scope cover was deformed; and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the bronchovideoscope had a channel leak. The issue was found during preparation for use. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, coating peeling on the connecting tube (1mm2 or more) was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section, stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.), and chemical stress from reprocessing not recommended by instructions for use (IFU) caused the coating to peel. The following information is stated in the instructions for use (IFU): 3.2 "preparation and inspection of the endoscope" 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.